Event description:
It was reported that the "tubing cracked;" with a history of cracked male spin luers on primary sets from this customer during infusions. They further stated that they use curos caps on both the end caps and connector caps, and are connecting the male lure to a non bd needleless connector. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection found that the male luer collar of the set was cracked. Closer inspection under magnification observed no stress marks or tool marks. Due to the set¿s broken male luer collar; functional tests could not be performed. The root cause of the male luer crack is prolonged exposure to alcohol causing the male luer plastic to weaken.

Manufacturer narrative:
Concomitant medical products: one used partial set distal smart site to the male luer approximately 9-1/2inches in length, 5 new curos caps; td unknown. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the "tubing cracked", however, this customer has multiple events in which the male luer spin collar is cracking during patient use. The customer further states that they use curos caps on both the end caps and connector caps, as well as, a non bd needleless connector that they are attaching the male luer into. There was no report of patient harm.